Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07016. It was reported the pt wanted the scs sys to be explanted due to ineffective stimulation. The sjm rep had reprogrammed the sys in the past; the pt had reported effective stimulation immediately after each programming appointment. Follow up identified the physician explanted the scs sys as requested.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.